Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/23/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patients experienced peritonitis manifested by abdominal pain. Two days after symptom onset, the patient was diagnosed with peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized. The patient was treated with an unspecified antibiotics. At the time of this report the patient was recovered. Action taken with pd therapy at the time of the event was not reported. No additional information is available.